Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the reported "constant system errors." A system error 105 was observed during power up (which is likely what the reported symptom was referring to) and caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump had constant unspecified system errors. It was also reported that there was no patient involvement.